Manufacturer narrative:
Photos were provided for evaluation. Visual examination of the photos show an applicator outside of the packaging. Unfortunately without the actual sample available to examine, bd is unable to verify the reported issue or determine a definitive root cause at this time. In the event that the foam is not welded correctly onto the body it is possible there is an open seal that may result in potential cuts and scratches. A production record review could not be completed as the product code and the batch/lot information is unavailable. If samples, photos or additional information becomes available, this record will be re-opened and investigated accordingly. No further actions are required. This failure will continue to be tracked and trended.

Event description:
It was reported that there was a 3 ml chloraprep that had a sharp edge and ultimately scratched a patient. Verbatim: there was a 3ml chloraprep that was used by anesthesia that had a sharp edge and ultimately scratched a patient. Because there was an incident report completed. I have the product in my office.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Material no: unknown, batch no: unknown. It was reported that there was a 3 ml chloraprep that had a sharp edge and ultimately scratched a patient. There was a 3ml chloraprep that was used by anesthesia that had a sharp edge and ultimately scratched a patient. Because there was an incident report completed. I have the product in my office.